Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix with dried blood present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed observation of a fractured inner (cathode) coil near the terminal end of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties as the lead exhibited helix extension issues. Device was returned and analyzed. No adverse patient effects were reported.